Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. The instructions-for-use under (B)(4) rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that the arctic sun device control panel was not responsive to the touch. Had them press the upper right-hand corner of the touch screen and it activated the help button. Discussed that this was a known issue and covered under a field action. Stated they would provide a replacement control panel at no charge and discussed that the new control panel would put the device at default settings.

Event description:
It was reported that they called to state that the arctic sun device control panel was not responsive to the touch. Had them press the upper right-hand corner of the touch screen and it activated the help button. Discussed that this was a known issue and covered under a field action. Stated they would provide a replacement control panel at no charge and discussed that the new control panel would put the device at default settings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.